Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access to the right circumflex was gained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified marginal branch. The physician placed an unknown manufacturer's guide wire and pre-dilated the target lesion using an unknown manufacturer's 2.0mm balloon. While the physician advanced a 2.50x12mm promus element stent delivery system (sds) the physician encountered friction. While attempting to correct the position of the sds, the stent dislodged from the balloon. The stent was removed using a non-bsc snare device. The physician completed the procedure with a non-bsc stent and the patient's post procedure status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access to the right circumflex was gained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified marginal branch. The physician placed an unknown manufacturer's guide wire and pre-dilated the target lesion using an unknown manufacturer's 2.0mm balloon. While the physician advanced a 2.50x12mm promus element stent delivery system (sds) the physician encountered friction. While attempting to correct the position of the sds, the stent dislodged from the balloon. The stent was removed using a non-bsc snare device. The physician completed the procedure with a non-bsc stent and the patient's post procedure status is stable.

Manufacturer narrative:
Device evaluated by MFR: an examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the stent delivery system (sds) and resting on a guidewire. The proximal end of the stent on the guidewire was stretched and misaligned. The stent measured approximately 20mm in length. The outer diameter (od) of the damaged section was measured at 1.54mm. The od of the stent area where no damage was present was measured at approximately 1.09mm. The od of the guidewire was 0.35mm. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).